Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: damage visual inspection: the universal chuck with t- handle (p/n: 393.10, lot #: unk) was returned and received at us cq. Upon visual inspection, it was observed that the handle was broken and all components were disassembled. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned components of the device. Device failure/defect in identified. Service and repair evaluation: the customer reported the handle was broken into pieces. It does not catch and gets stuck. The repair technician reported the device handle is broken off and stuck inside the bases threads. Pieces could be missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed the complaint is confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the universal chuck with t- handle (p/n: 393.10, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a manufacturing record evaluation could not be performed as the lot number was unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was found in sterile processing department that an unknown handle was broken into pieces. The sales consultant was unsure if it broke in sterile processing or if it broke during a surgery. It is unknown if there is patient or procedure involvement. This complaint involves one (1) device. This report is for (1) unk - handles: trauma. This is report 1 of 1 (B)(4).